Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death and ventricular fibrillation/arrhythmia are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately twenty six months post stenting procedure in the distal circumflex coronary artery with one 3.5 x 18 mm xience v stent, the patient expired. The cause of death on the death certificate was listed as ventricular fibrillation. There was no additional information provided.